Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch #569d35. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the anvil bent upwards, the anvil knife slot damaged, and with one gst45b reload loaded on the device. The reload was received fully fired. The jaws and closure trigger were in the closed position, and the knife was noted partially advanced with the red manual knife reverse button activated. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue or that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload, which may have caused excessive force to be applied to the anvil leading to this damage. The event reported was confirmed and is related to improper use of the device. Please reference the instruction for use for more information, including ensuring that the knife is fully back in its home position when using the reverse button, as the jaws will not open if the knife remains advanced. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 569d35, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? Yes the device was locked on tissue with the jaws closed. 2. If yes, what steps were taken to open the jaws. From my understanding and after talking with staff members at the hospital who were present during the procedure, the physician tried trouble shooting by using the knife reverse button, clamp arm and release button. From their feedback it sounds as if the release button was jammed and wouldn't allow the jaws to open. 3. If the jaws could not be opened, how was the device removed. The physician had to cut out the tissue around the stapler jaws that were locked and repair the bowel. The physician was able to do this successfully and no negative patient impact was reported after this adjustment/repair. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec45a with lot number 587d02; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler locked out and the jaws would not open. There was no patient consequence nor surgical delay reported. No additional information provided.